Manufacturer narrative:
Clinical applications specialist visited the clinic during surgery and found that the energy check had been done only at first equipment calibration but not in between patients over the past several years per technician. The root cause could not be determined conclusively. Contributing factor is user handling. The customer did not perform energy check between patients. The manufacturer internal reference number is: 2019-93768.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported after review of the last four years of lasik and photo refractive keratectomy (prk) cases, the retreatment rate of patients having manifest astigmatism equal or above three diopters was 18 percent of the total cases. The overall retreatment rate of all patient regardless of the manifest refraction is one to two percent. Further review of data noted that there was a predominance of under correction in mixed astigmatism in the retreatment group. It was noted that energy checks were only being performed during calibration and not between patients. There are two related reports for this event, this report represents the group of unknown prk patients and an additional report will be filed for the unknown lasik patients.